Manufacturer narrative:
This report is submitted on september 06, 2016 by cochlear limited on behalf of cochlear americas. Registration number 3009092818 and exemption number e2016011. H3 other text : implanted device remains.

Event description:
Per the clinic, the patient developed cellulitis at abutment site, however the issue did not resolve. Subsequently the patient was treated with topical and oral antibiotics and topical steroids (date and duration not reported). The implanted device remains.